Event description:
It was reported that pain developed at the patient's ipg site as a result of weight loss. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.